Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 in the afternoon. The patient detailed that he manages his diabetes with oral medication, diet and exercise and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that 30 minutes after the meter issue he developed a symptom of ¿fatigue¿, however denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. This complaint is being reported as a malfunction as the alleged meter issue was not resolved with troubleshooting.